Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, during a recent checkup, a patient's teeth and gums have shown signs of significant deterioration. In particular, gums have become inflamed, which could lead to more serious issues such as gingivitis or worse, if not addressed immediately. Additionally, the patient's teeth have become sensitive, which may indicate that they are being pushed too hard. Doctor advised patient to stop treatment.